Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent up arrow button response due to corroded keypad traces. The pump also had a cracked belt clip slot, a cracked reservoir tube lip, a cracked case at the display window corner, a cracked lcd window, a cracked reservoir tube, and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after a battery replacement. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.